Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi( pounds per square inch). This occurred during device programming/set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing no errors occurred. The reported problem of 'fail psi test.' Was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of the event history log identified downstream occlusion messages, however downstream occlusion detection test results cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.